Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 526 mg/dl. The customer stated that he forgot to press the act button to confirm the bolus. The customer was advised to wait for beeps and the screen should show the insulin counting up. The customer reported the following high for the past three days: 240 mg/dl, 510 mg/dl, 247 mg/dl and 240 mg/dl. The customer stated that it was out of his target range. The customer declined to talk to helpline.